Manufacturer narrative:
The reported events were lead perforation and failure to capture. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning the lead and applying the torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. A tip stiffness test was performed and the results within specification. The reported event of failure to capture was not confirmed. Electrical testing was normal. The reported events of lead perforation was not confirmed.

Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited failure to capture. Fluoroscopy was performed and revealed perforation from the rv lead. The lead was explanted and replaced. The patient was in stable condition.